Event description:
It was reported that externalized conductors were suspected via x-ray. Patient was transferred from (B)(6) for further evaluation, most probably lead extraction. No further information available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted during device changeout for eri.